Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated their right ventricular (rv) lead had a fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the explant procedure, the chronic left ventricular (lv) lead was damaged and thus explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received inappropriate therapy due to the rv lead and suffered from "a great deal of pain, frustration and misery." No further patient complications have been reported as a result of this event.